Manufacturer narrative:
Follow-up # 1 (10/11/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter passed all testing with no faults found. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at approximately 9:30 am. She obtained a result of "285 mg/dl" on the subject meter and "17 mg/dl" on another meter, done less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue it is unclear if she continued taking her usual dose of medication. Approximately 5-10 minutes after the alleged issue began, the patient claimed that she became unresponsive and passed out. The patient reported that before emergency medical services (ems) came she had more food and drink. She reported that ems came out to her at an unspecified time but it was "right away" and tested her glucose with their ems meter. Reportedly they obtained a result of "17 mg/dl" within 30 minutes of the result obtained from the subject meter and treated with her with IV fluids. During the initial call with customer service, the agent noted that the patient was using the correct unit of measurement set in the meter and using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia, which required medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.